Event description:
It was reported that the ventricular lead exhibited impedance less than 200 ohms and noise. The noise and low impedance could be reproduced with pocket manipulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.